Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a high out-of-range impedance measurement on the right ventricular (rv) lead. Additionally, there was a lead safety switch (lss) that had occurred the same day were stored. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. This product remains in-service.